Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter; product ID 8596, serial # (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump, serial number (B)(4), found a miscellaneous low battery reset of an undetermined cause.

Event description:
It was reported that diagnostics found an abnormal audible battery alarm on (B)(6) 2014. Device diagnosis indicated battery depletion, eri <(><<)> 1 month. The severity of the event was mild. The action taken as a result of the event included explant, replacement on (B)(6) 2014. Other actions taken included an unscheduled clinic or office visit. The event outcome was unresolved with no further actions planned as of (B)(6) 2014. It was later reported that diagnostics indicated that the battery depletion was normal. The event outcome was resolved without sequela. A resolution date of (B)(6) 2014 was provided. The pump was used to infuse fentanyl and bupivacaine at the time of the event.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. Evaluation method code, evaluation conclusion code, and evaluation result code, no longer apply.

Manufacturer narrative:
The battery resistance was tested and had a passing resistance of 220.8 ohms. Considering this passing resistance, the pump then received full destructive analysis to see if any other anomalies could be found. None were found. Knowing the tendency for the high resistance anomaly to ¿come and go¿ and further analysis not showing any other severe anomaly, it was determined that it was a high resistance battery that caused the low battery reset, during the decontamination phase of analysis.